Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that frontal ippc failed to boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure could be completed as planned. A philips field service engineer (fse) examined the system onsite and confirmed that the frontal image processing pc (ippc) failed to boot up. Upon troubleshooting, the fse identified that the ippc¿s disk bay was malfunctioning. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system may stop functioning. Philips has initiated a medical device correction z-1151-2024. The correction was implemented on the system and the ippc disk bay was replaced. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.